Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during cholecystectomy therapeutic procedure, during sedation while the device was inside the patient, the video system center had error code (e226) and the monitor flickered sometimes and lost view of the surgical image. The procedure was completed with the same device. There were no reports of patient harm.